Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the planned coronary treatment was completed by restarting the complete system through main switch. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would automatically switch off. Review of the system of file showed that there was an unexpected os startup, host pc communication timed out and host pc all post failed error. Upon functional testing, fse found that the mains input to the ups was fluctuating due to hospital power issue. Customer resolved the hospital power issue and after that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system would automatically switch off. The device was not in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.